Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The pressure tubing and extender tubing were also returned. A catheter tubing kink was observed near the y-fitting at approximately 75.44cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, pressure tubing and extender tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specifications. The reported event cannot be confirmed by the evaluation. Although we were unable to replicate the clinical setting, a catheter kink may contribute to a difficulty in monitoring blood pressure. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the signal had not been detected by the balloon, particularly invasive blood pressure, although the surgeon reinstalled and recalibrated the balloon. The balloon was removed and replaced to continue therapy. The waveform of invasive blood pressure could be displayed normally. There was no reported injury or adverse event to the patient.